Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the patient line became disconnected. The disconnection occurred during fill 1 of 4, while the home patient (hp) was connected. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the cassette was not returned as it was discarded, so a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.